Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels from 267-295 mg/dl. Reportedly, the cause of the elevated bg levels were unknown. The customer delivered a bolus via the pump to stabilize impacted bg levels. Customer declined further troubleshooting.